Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device was possibly disconnected. The issue was found during preparation for use in a transurethral resection procedure. The procedure was completed with a similar device with no delay. There were no reports of patient harm.

Event description:
It was reported the subject device was possibly disconnected. The issue was found during preparation for use in a transurethral resection procedure. The procedure was completed with a similar device with no delay. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Additionally, the inspection found an image blackout, charged coupled device flooding, and flooding of the cable scratches. The information obtained from this complaint and the investigation results did not lead to the identification of the cause of the occurrence. Olympus will continue to monitor field performance for this device.